Event description:
Customer reported an abo discrepancy on the abs 2000. An a positive patient was typed ab positive.

Manufacturer narrative:
A service visit was performed. Troubleshooting the equipment did not reveal any issue with the system. Cleaned the reader window, filters, filter lens and lamp defector. The customer ran 4 patient samples; expected results were obtained.